Event description:
A report was received stating the ventilator's compressor was rendered inoperable during patient use. The patient was removed from the ventilator and placed on an alternate device. There was no report of patient harm. There was no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the power cord and the compressor dc (direct current) cable. The cse performed extended self-testing on the device and all tests passed.